Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a hysterscopic myomectomy with myosure procedure on (B)(6) 2024, the cutting loop broke into pieces. All the broken pieces were recovered. They were able to complete the procedure, and no patient injury was reported.